Event description:
It was reported that the tip of the instrument was broken off and left in the patient during a l4/5 and l5/s1 laminectomy and discectomy procedure. No further patient complications were reported.

Manufacturer narrative:
(B)(4): the instrument was returned to the manufacturer for evaluation. Visual examination shows that the upper shaft is broken on one side at the pivot pin forward; the lower shaft is also broken at the jaw pivot pin forward, and the pin and broken off portions of the shafts are missing and were not returned for analysis. Microscopic examination of the fracture surfaces revealed a fairly brittle fracture surface, consistent with excessive force. The location, direction, and amount of force required in order to induce fracture of the shafts is consistent with the application of excessive force. The above observations are consistent with excessive force, resulting in the breakage of the tip. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.